Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. On (B)(6) 2025, the cgm reading was 10.6 mmol/l but the patient was feeling hypoglycemic, he was shaking and saw wavy lines in his vision. He took a bg reading which was 2.6 mmol/l and self-treated with a glass of apple juice and baqsimi (glucagon intranasal) - 3mg / twice. At the time of the report the patient was fine, and the bg reading was 4.8 mmol/l. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.